Manufacturer narrative:
Film evaluation summary the exact cause and source of the endoleak could not be determined from the films provided. CT¿s prior to implant noted that the patient had a proximal neck which was angulated, calcified, and contained irregular thrombus. The neck diameter ranged from 23 - 26mm (19 ¿ 22mm flow lumen) along a 10 mm neck length, and was angulated ~55° l-r max (infrarenal) and 50° (suprarenal). Several short videos of angiograms post-implant from above the renals revealed contrast blush within the proximal sac coming primarily from the left side of the bifurcate just above the level of the flow divider. After injecting from within the aortic body the same endoleak of similar location and strength was seen above the bifurcate flow divider. The exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. The site reported that CT found that the endoleak self-resolved 9-days post-implant. Therefore, this endoleak appeared most likely to have been an acute type IV caused by fabric porosity, and possibly an additional proximal type I. Other factors such as heparin dose, outflow resistance and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. Although a proximal type I cannot be ruled out, the films returned revealed that injecting from within the stent graft (near the flow divider) showed a similar endoleak, compared to injecting from above the renals, indicating that this was less likely to have only been a proximal type I. It is possible that implanting within the neck which was angulated, calcified, and contained irregular thrombus, may have contributed to this potential type ia endoleak. CT¿s post-implant were not available for return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. It was reported that during the initial procedure there was a proximal type I endoleak present. The physician modelled the endurant stent with a balloon however the proximal type I endoleak did not resolve. A follow up CT later revealed that the endoleak had resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.